Manufacturer narrative:
Investigation initiated. Additional information requested.

Event description:
During dialysis, 5 minutes after the connection, leakage of the venous branch of the dialysis catheter. The device is perforated under the clamp.

Manufacturer narrative:
The investigation of the complaint included a review of the device history record and the manufacturing process. A process review was performed to detect any evidence that a non-conformance could have been caused during the manufacturing process. The processes reviewed were: extensions overmold, hub overmold, functional leak test, qa inspection and packaging operations. Dimensional data of the sub-assemblies that made the affected catheter lots were reviewed and found within specification. Considering that the device was not evaluated, and the length of implantation is unknown, a full review of the catheter manufacturing processes was done. Nothing out of specifications was found, and all processes were done according to quality procedures and customer specifications. The failure mode is considered not related to the manufacturing process. The last operation is a 100% leak test and a visual inspection.